Event description:
The customer reported that there was a collimator potentiometer error and no fluoro prior to the cysto case.

Manufacturer narrative:
(B) (4). The ge service rep replaced the p4 power supply and verified the system boot and fluoro function. He verified the collimator functioned. The system operates as intended.